Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected rewind/loud anomalies noted. Device primed properly. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected button sticking anomalies noted. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had squirting insulin while priming and buttons were sticky. Customer¿s blood glucose level was unknown. Customer stated that the louder rewind and random no delivery alarms. The insulin pump will not be returned for analysis.